Event description:
Customer reported via phone call that the insulin pump had a button error alarm and a keypad issue. Customer stated that he sat down to eat and the insulin pump froze on him. Customer stated that he was attempting to bolus, however none of the buttons worked and he was forced to change out the battery. Customer then received a button error alarm. Customer's blood glucose reading at the time of the call was 150 mg/dl. Advised customer to revert to a back up plan and the device will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button responds due to corroded keypad traces. No button error alarms or frozen screen noted during testing. The device had minor scratches on the lcd window.